Manufacturer narrative:
Isi has requested for the large hem-o-lok clip applier instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported mode cannot be determined. Hem-o-lok clips are not manufactured by isi and are 3rd-party manufacturer products. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: at the end of a da vinci-assisted pulmonary lobectomy procedure, the surgical staff encountered a ¿broken¿ hem-o-lok clip. As a result, hemorrhaging occurred and the case was converted to an emergency thoracotomy to control bleeding. However, at this time, the root cause of the customer reported issue is unknown.

Event description:
It was initially reported that at the end of a da vinci-assisted pulmonary lobectomy procedure, a conversion to an emergency thoracotomy was performed to control bleeding after the surgeon saw a hem-o-lok clip of the mediastinal artery "jump." The hem-o-lok clip was noted to be ¿broken.¿ the patient reportedly experienced 2.5 liters of bleeding and cardiac arrest. Cardiac massage was administered. On 06/13/2019, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was alleged that a large hem-o-lok clip applier instrument had malfunctioned since a hem-o-lok clip became unclipped during re-ventilation at the end of the surgical procedure. The site believes the hem-o-lok clip might have become unclipped from a mediastinal culminal artery as a result of ¿hyperpressure by ventilation.¿ due to the intra-operative complication, management of ¿massive hemorrhagic shock with circulatory arrest¿ was administered. Post-operatively, the patient experienced anemia and ¿bilateral pneumopathy.¿ the patient was administered antibiotics and physiotherapy. However, the site indicated that the cause of the post-operative complications were anemia and the patient¿s chronic obstructive pulmonary disease (copd). Currently, the patient has recovered from the ICU and is awaiting follow-up and rehabilitative care.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional and corrected information can be found in the following sections and fields: - b1 was updated from 'adverse event' to 'adverse event and product problem' as there is evidence to suggest that the identified failure mode caused/contributed to the reported complication. - d4 was updated to populate the UDI and catalog numbers. - d4 device expiration date was left blank as the large hem-o-lok clip applier instrument has 100 allotted clip applications, which are tracked by the da vinci surgical system. The instrument was returned with 45 allotted clip applications remaining and, therefore, had not expired. - h6 device problem codes have been updated to include '2921' as failure results in a deficiency in the instruments ability to adequately open or close the instrument tips to apply a clip. - h6 result codes have been updated with codes '180,' 423,' and '3083' to point to the loose grip cable, which resulted in an inability to properly apply a clip. - h6 conclusion code has been updated to '4307' as there is evidence to suggest that this reported issue is related to a component failure without a design or manufacturing issue. - patient information in sections a and b remain blank. Although follow-up was performed, the information was either unknown, unavailable, not provided, or not applicable. This report has been generated in response to FDA inspectional observations dated (B)(6)2020.

Manufacturer narrative:
The following sections have been updated: section a, b6, b7, g4, g7, h2, h6, h10 additional information can be found in section a, section b, and field h10. Intuitive surgical, inc. (Isi) followed-up with a hospital employee who provided patient demographic information and additional information for the event. Please see section a for patient demographic information and section b for medical history and tests for the patient. Note: patient height was also provided, but is not a field in section a. The patient was reported to be 159 cm tall. The following statement was provided regarding the nature of the event: "note that the incident did not occur after the operation but during the re-ventilation at the end of the procedure. The harm was of course pointed out to the patient. The clip was probably removed from the pleural cavity but not kept. This is not a staple failure, but the release of a hem-o-lok clip" the following statement was provided regarding the patient's status following the reported event: "reviewed on (B)(6)2019 and (B)(6)2019 , everything was fine, persistent smoking. Followed by the treating pulmonologist"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint and completed investigations. The instrument was placed on an in-house system. The instrument failed a clip test. The instrument was tested for clip application using clips and plastic tubing. Three clips were attempted to be applied. It was observed that the clips did not fully close unless the tubing was moved all the way proximally into the clip. A loose grip cable was observed when the grips were closing, which may suggest cable tension is lower than usual. The cable tension value could not be quantified; however, a decrease in cable tension has the potential to reduce grip closing force, which could result in clips not fully closing. The grip axis clamping pulleys in the backend were inspected and no damage was observed that would contribute to a loose cable.